Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I three-way valve was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on10feb2020 and investigated on 01apr2020. A visual inspection of the returned product was conducted. Signs of clinical usage and no evidence of blood were observed. The three-way valve was returned as broken. Based on the returned condition of the device, and the results of the evaluation, the reported failure mode "break" was confirmed. The DHR for the acrobat-I-positioner system subassembly was reviewed. The shop floor paperwork was reviewed for the acrobat I-positioner system subassembly. All the test results meet the specifications and results. There were no non-conformities observed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I three-way valve was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.